Manufacturer narrative:
The reported event was inconclusive. A temperature sensing catheter was returned. There were no visual defects noted. The device was inflated with 10 cc of water. There were no inflation issues. The thermistor wire and thermistor were attempted to be extracted. The wires were cut once by the investigator during the extraction process. However, there were no other breaks in the thermistor wire or the thermistor at the time of investigation there was not a validated and approved test method to check for other temperature sensing failures. As the product was damaged during the evaluation, further investigation cannot be done, therefore the reported event will be listed as inconclusive. A potential root cause could be due to product coming in contact with rf sources or an "insufficient seal" between the thermistor funnel and connector. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿a urinary catheter is a thin tube placed in the bladder to drain urine. The urine drains through a tube into the collection bag. If you have a urinary catheter, it is possible for germs to travel along the catheter and cause an infection in your bladder or your kidney; in that case it is called a catheter-associated urinary tract infection (or ¿ca-uti¿). How can I take every precaution to prevent catheter-associated urinary tract infections? ¿ ask your healthcare provider each day if you still need your catheter ¿ make sure your catheter tubing is secured to your leg or abdomen if possible ¿ make sure all hospital staff wash or sanitize their hands before & after touching your catheter ¿ do not tug, pull or twist the catheter tubing ¿ always keep your urine drain bag below the level of your bladder or hips and off the floor ¿ avoid disconnecting the catheter from the drain tube" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "ccu has had issues with the temperature sensing foleys. The machine will not cool the patient because it says the patient is hypothermic. However, when a rectal temperature is taken the temperature showed 101. They changed out the foley and it worked.¿

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that "ccu has had issues with the temperature sensing foleys. The machine will not cool the patient because it says the patient is hypothermic. However, when a rectal temperature is taken the temperature showed 101. They changed out the foley and it worked.¿